Manufacturer narrative:
The engineering evaluation indicates misuse of product. No evidence of mfg problems were found. The product was repaired by an unauthorized facility, and the date code could not be verified. Jjpi considers this file closed.

Event description:
Screw was loose/missing during surgery. No pt injury was reported. Rongeur was "broken."